Manufacturer narrative:
(D10): concomitant device(s): 320-46-00 - 145-deg pe 46mm hum liner +0: (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). 320-08-46 - glenosphere exp 46mm +4mm offset: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6).

Event description:
Approximately 1 year(s), 6 month(s) and 14 day(s) post-operative of a revised non-exactech left tsa, it was reported via clinical study that the patient experienced aseptic humeral loosening patient states they hit their arm on a door. The patient underwent a standard reverse revision of a competitor¿s devices. Prior to this event, the patient was implanted with an antibiotic spacer due to an unknown infection. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.